Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized on the same day as onset. The cause was unknown. On the same day as hospitalization, the patient was treated with injection vancomycin (1 gram, five days, intraperitoneally) and injection amikacin (500 milligram, once a day, intraperitoneally). Treatment with amikacin was ongoing. The patient was discharged one day after the onset. At the time of this report, the patient was recovering. Pd therapy was ongoing. Additional information is not available.